Event description:
On october 25, 2006, the lay-user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) listened to the call between the pt and customer care advocate (cca) to obtain/verify info. On october 23, 2006, the pt obtained a result of "229 mg/dl" around bedtime. Based on the meter reading, the pt took 3 units of sliding-scale humalog insulin. About 30 mins later, the pt tested himself again and got a result of "219 mg/dl." At that point, the pt felt as though he was developing low symptoms. Although the pt felt weak, he trusted the meter and went to bed without taking any other action. The next morning, 1 of his relatives was unable to wake the pt up. The paramedics were called. When they arrived, they tested his blood glucose using 1 of their devices and got a result of "25 mg/dl." The pt was treated with IV glucose until he felt better. The pt was hospitalized. He mentioned that he has never dropped that low from a reading over 200 mg/dl after taking 3 units of humalog insulin. The pt stated that on the night of the event, he had obtained a blood samples for testing from his leg. The cca educated the pt on valid blood sample sites/sources for the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt obtained an elevated blood glucose result on the reported meter, took insulin based on the reading, developed symptoms of low blood glucose, and required IV glucose treatment from paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.